Event description:
Nonserious, unexpected. A spontaneous report of multiple adverse reactions in pts undergoing chelation therapy has been received. There were five incidents in four days. The incident info for pt (B)(6): pt (B)(6): suffered nausea, headache, shaking uncontrollably, joints aching and feeling cold which was self-limiting. He took ibuprofen for two days for the headache. He had a history of vancomycin allergy. All pts received the following in the IV solution: ascorbic acid 500mg/ml, 30ml, mag chloride (200mg/ml) 8ml, calcium gluconate (concentration unknown) 6ml, selenium (40mcg/ml) 5ml, zinc (1mg/ml) 5ml, b6 (100mg/ml) 2ml, b5 (250mg/ml) 1ml, b complex (100mg/ml) 2ml, potassium (2meq/ml) 5ml, chromium (4mcg/ml) 5ml, folic acid (5mg/ml) 1ml, sodium bicarbonate (10mg/ml) 2ml, vit b12 (10000mcg/ml) 1ml. (B)(4).